Manufacturer narrative:
The customer reported leakage on material mz9270 and returned four samples, with one lot: 23029243. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were infused with water from a 10 ml bd syringe, and the failure was replicated in 2 of 4 samples. Leakage was confirmed from the outlet of the filter on one of the trifuse tubing. After further investigation at the manufacturing location, the potential root cause for leakage between tubing and filter could be related to opportunities with the solvent dispenser machine and partial solvent application between components by the assembler. A quality alert was issued (B)(6) 2023 to communicate correct application of solvent to involved personnel. On (B)(6) 2023, an action was approved to replace the mdgn solvent dispenser. Device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material#: mz9270. Batch number#: 23029243. It was reported by customer that they had 4 other microbore trifuse extensions that are leaking. Verbatim#: rcc received a complaint via email. Email(s) attached. Product complaint/challenge in the nicu: bd maxzero (mfg #: mz9270/wd 1012237) has reported incidents of leaking, to the point where the teams in nicu are starting to keep packages and provide lot numbers to their leadership since my initial product complaint, I have had 4 other microbore trifuse extensions that are leaking. I still have those in my office if you would like to receive those. Customer reply: please share the date of event for 4 occurrences. (B)(6) 2023 please share the batch number. I only have one lot number (10) 23029243. I am not sure what the batch number is, but the other number listed on the package is (01) 10885403240737. Confirm any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse effects noted. A blood sugar was checked and it was normal.